Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) turned in the pocket, and the patient requested it to be explanted. As a result, the patient underwent surgical intervention (B)(6) 2017 to have the drg system explanted (exact explant date unknown).